Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that during intraocular lens implantation, when the lens was implanted noticed a scratch in the peripheral part of the optic. The lens was retained in the eye as the scratch will be under the pupil, no visual disturbances was expected. There are two medical device reports associated with this event. This is 2 of 2.